Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while they were attempting to transmit data and print. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while they were attempting to transmit data and print. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. Physio uninstalled and reinstalled the device's battery pins. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control determined that the likely cause of the reported issue was due to loose battery pins.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while they were attempting to transmit data and print. There was no patient use associated with the reported event.